Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was intermittently fluctuating. There was no adverse impact to the customer¿s blood glucose level. Additionally, it was reported that the pump battery was intermittently depleting quickly. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained. The customer reverted to manual injections for insulin therapy.